Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024 with low flow alarms and mild shortness of breath. The patient was given 500 ml of intravenous (IV) fluids, after which low flow alarms stopped and there was a noted improvement in shortness of breath. The patient's lactate hydrogenase (ldh) level on admission was 353 u/l and stayed within a range of 260-400 u/l. A computed axial tomography (cat) scan was taken on (B)(6) 2024 and noted a long segment obstruction of the outflow graft (ofg) with 70% narrowing involving the majority of the ofg bend relief. The patient was taken to surgery on (B)(6) 2024; the bend relief was incised and a significant number of proteinaceous debris was removed. There was an immediate improvement in left ventricular assist device (lvad) flows noted. The patient's ldh on (B)(6) 2024 was 247 u/l.

Manufacturer narrative:
Section a1: patient identifier was not provided. Section d4: the device serial and lot numbers were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
This event was determined to be supplemental to MFR #2916596-2024-00928. The investigation findings will be submitted under that report. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h10: related MFR number added. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.